Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported their original battery went d ead and it was causing them some pain. A revision was done on (B)(6) 2019. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they didn't know what the healthcare provider (hcp) did with the device. The patient reported that he couldn't charge the battery and it was too hard to locate the battery with the equipment and time it took. The patient reported that the patient was resolving to surgery and he was healing from incision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the original battery dying was trouble trying to charge the battery, positioning the charger took too long, pain developed 6 months ago. The patient quit using it. The patient reported that the pain resolved with removal of the old battery and after the incision healed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the original battery dying was trouble trying to charge the battery, positioning the charger took too long, pain developed 6 months ago. The patient quit using it. The patient reported that the pain resolved with removal of the old battery and after the incision healed. No further complications were reported.